Manufacturer narrative:
(B)(4). Evaluation statement: the complaint device is not being returned, therefore is unavailable for a physical evaluation. This device was reported to be over 2 years old and therefore this failure could be attributed to normal field wear due to heavy use. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints of any kind 3 similar complaints for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a shoulder repair that the vapr iii footswitch was working intermittently and their vapr s90 electrode sparked when it was outside of the patient on the dressing. The technician confirmed that the electrode was outside of the body when it sparked and was replaced as a precaution and is aware of the IFU instructions regarding activating the device. The surgeon completed the procedure with other like devices with no patient consequences or delay. Both devices are being returned for evaluation. Please see also medwatch report 1221934-2018-52415.